Event description:
It was reported to boston scientific corporation, that a zerotip stone retrieval device was opened for use in a procedure. During unpacking the device, they noticed that the packaging had been opened and was no longer sterile. The procedure was completed with another zerotip stone retrieval device with no patient complications.

Manufacturer narrative:
The device packaging was not returned for evaluation; therefore, the event could not be confirmed. However, the actual device was returned and evaluated. A visual analysis of the returned device found 1 of the 4 basket wires was broken at the knot that forms the tip of the basket. A review of the device history record revealed no issues that could be associated with this incident.